Manufacturer narrative:
Physio-control replaced the device's ac power adapter (acpa) to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event their device powered off by itself multiple times. The customer advised that medical personnel were in the process of implanting and programming a pacemaker when the reported issue occurred. Medical personnel stated that the device was plugged into ac power at the time and had two fully charged batteries installed. The device was being used to monitor the patient's ECG waveform during the procedure. The customer stated that each time the device lost power, medical personnel would power it back on, only to have it power off again. They believed this occurred three times during the event. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event their device powered off by itself multiple times. The customer advised that medical personnel were in the process of implanting and programming a pacemaker when the reported issue occurred. Medical personnel stated that the device was plugged into ac power at the time and had two fully charged batteries installed. The device was being used to monitor the patient's ECG waveform during the procedure. The customer stated that each time the device lost power, medical personnel would power it back on, only to have it power off again. They believed this occurred three times during the event. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.